Event description:
Technician alleged that when the brake was applied the brake casters would swivel. No patient impact.

Manufacturer narrative:
The technician replaced the brake caster to resolve the issue.